Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and performed a beam alignment. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying collimator errors. No pt injury was reported.